Manufacturer narrative:
The lead was returned with no reported event. A partial connector portion of the lead was returned in one piece. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found full breach outer insulation degradation adjacent to the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts. Actions have been taken to prevent reoccurrence.

Event description:
This report is to advise of an event observed during analysis.